Event description:
A malfunction was reported on the pump. The customer's blood glucose level reached 537 mg/dl due to the issue. The customer administered a correction injection via mdi, did not require third-party assistance, and was guided by technical support to reset the pump. After resetting, the malfunction did not occur again, and the customer was advised to continue using the pump and to contact support if the issue recurred.